Event description:
On march 17, 2007, the lay patient contacted lifescan (lfs) another country alleging that his one touch ultra meter was reading inaccurately high. The patient takes insulin per the following regimen: 20 units "nph profil 30" in the morning, 3 to 6 units of rapid insulin at midday, 20 units nph in the evening. The patient adjusts his rapid insulin dosage by the following scale: 3 units< 150mg/dl, 4 units>150 and <180mg/dl, 5 to 6 units> 180mg/dl. Also, the patient said he adds one insulin unit if he intends to eat a larger meal than usual, such as when he goes to a restaurant. The patient also told the lfs another country representative that he checks his blood sugar level "quite often" during the day and takes 1 or 2 units rapid insulin if his result is > 180mg/dl. Six days earlier, the patient obtained a result "around 180mg/dl" on the reported meter before having lunch at a restaurant. He took 5 units of rapid insulin per his usual protocol. In the middle of his meal, the patient began having symptoms (dizziness). The patient tested with the reported meter and received results of 132 and 137mg/dl. After testing with the lfs meter, the patient left the table and fell down outside the restaurant. Emergency medical service (ems) attendants arrived 5 minutes later and obtained a result of 50mg/dl on the ems meter. The patient said approximately 15 minutes elapsed between the readings taken on the lfs meter and the ems meter reading. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30mg/dl. Ems attendants gave the patient a condensed milk pouch to drink. After 5 minutes, the patient felt better and tested with the reported meter; the result was 200mg/dl. The patient received no further treatment. The MFR's representative discovered that the patient did not wash his hands prior to obtaining a finger stick blood sample, which can contribute to inaccurate results. A control solution test was not performed. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter read high compared to the patient's symptoms and the ems meter reading. The patient experienced hypoglycemia after taking insulin based on the lfs meter reading and received treatment with condensed milk. The inaccurate readings might have been related to technique-not cleaning hands properly before testing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.